Event description:
Update (B)(4) 2014- plaintiff¿s fact sheet was received, which updated doi information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege: on (B)(6) 2008, patient was implanted with a depuy asr hip on her left side. After her surgery, patient began to experience severe pain in her left hip. Patient intends to undergo revision surgery to remove her left asr hip. Update (B)(6) 2011 plaintiff's fact sheet form was received which identified part/lot information. Updated dob and doi. There is no new information that changes the outcome of this investigation. Update: (B)(6) 2014 - sales rep reported revision surgery. Patient was revised to address pain. Adapter sleeve added to the complaint.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.